Event description:
The ge oec 9800 fluoroscopy system had an issue with image quality. Customer dissatisfied with imaging.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the image processor. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no pt info available from the facility with respect to this issue. No injury resulted or was reported.